Event description:
A malfunction was reported when the pump declared alarm 20 during the pumping process. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with cartridge loading, but the issue persisted, leading to a decision to replace the pump as it was still under warranty. The customer was informed about the backup plan using mdi for insulin delivery and was guided on returning the faulty pump using a pre-paid label within 10 days. The customer acknowledged and understood the instructions provided.